Event description:
It was reported that the patient received one shock due to t-wave oversensing while outside working on the lawn. It was also reported that the patient was possibly dehydrated at the time of the shock. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.